Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of infection include patient non-compliance/touching or picking at the wound, implanting a non-sterile device, not implanting in a sterile field, using inappropriate tools, multiple tunneling attempts, and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
At the patient's trial pull appointment, the patient had a mild skin infection at the incision site. Antibiotics were prescribed and the patient will follow-up in one week for reassessment. The patient had a successful trial with >60% pain relief and will be referred for permanent implant once the infection has cleared. The commercial team member was asked not to attend the post-op appointment. Therefore, additional information is not available.